Event description:
It was reported that during an open anterior resection procedure, the surgeon purse stringed the anvil of the device into the colon securely. The theatre sister went to insert the cdh gun up the rectum. The anvil was attached to the trocar and the device was dialed down correctly until the indicator was within the green area. The theatre sister removed the safety from the gun and went to fire the instrument. She said that firing trigger partially squeezed and then got stuck before any crunch sound was heard. It was reported that the firing trigger just wouldn't squeeze any further. The surgeon then came round and tried to squeeze also but they couldn't squeeze it till they heard the 'crunch'. They looked back into the patient's abdomen and it appeared that some of the staples had formed, however, they had only partially formed. They tried squeezing the firing trigger again and heard a crunch but when they inspected the rectal stump it had all torn, they described it as 'shredding the bowel'. The patient is stable. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information unavailable. Additional information provided: how was the torn tissue repaired? Hand sewn anastomosis. Were there issues removing the device? No. What device was used for the proximal and distal transection? Cdh was used to create an end-to-end anastomosis. A 33mm gun was used. Was the spike of the trocar inserted lateral or through the staple line? Unknown. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Just near the distal transaction as usual with cdh. Were any of the forces higher or lower than expected (closing, firing, or opening)? Harder to squeeze the firing trigger, no crunch sound was heard. Was there any difficulty removing the device from the tissue? No. Did the operation change significantly as a result of the device issue? Yes, surgeon had to use a second gun and then had to hand sew the anastomosis. What is the patient's age and sex? Unknown. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.